Manufacturer narrative:
E1 establishment name exceeded character limit. The full name is: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope had no image. The issue occurred at preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the information provided from the investigation, the malfunction of "image disappear/no image" was confirmed. The most likely cause can be attributed to moisture or water invaded the scope causing damage in the image sensor unit and the internal connector board. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device